Event description:
A couple of months ago at my wife's breast cancer screening the dr got suspicious after her ultrasound and ordered an MRI. He suspected that one of her implants was ruptured. After a breast cancer diagnosis a double mastectomy was done at (B)(6). When we contacted her surgeon, she wanted us to come immediately for another MRI. She confirmed the rupture but said to be sure and safe, it needs to be removed immediately. We are right now in (B)(6) and the surgery was on the 26th. It is now confirmed that the implant is ruptured. We are 100% positive it wasn't from an external impact like accident, fall, etc. FDA safety report ID # (B)(4).